Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, it was noted that a pinhole rupture was noted upon inflation at 6 atm for 30 seconds. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and the patient was good post procedure.